Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the time domain recordings in loop mode has been enabled for one and a half years. It was indicated the continuous sensing drains at least 395ua. The calculation of one and a half years of continuous recordings in time domain accounts for roughly 80% of the battery capacity. Also the drain form streaming in time domain is roughly 2,300ua. It was possible that when the researchers performed the streaming session during the night, the battery voltage temporary dropped due to the change in drain required by the streaming from around 400 to greater 2000ua. It is reasonable to expect a faster drop at higher drains. At this point there is no additional troubleshooting or diagnostics plans.

Manufacturer narrative:
Although activa pc+s (37604) is not marketed in the us, it is similar to other marketed devices such as activa pc 37601 and percept pc b35200. The product code and PMA # selected in this MDR reflect the values for those similar devices. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable neurostimulator (ins) sensing shutdown due to low ins battery. The message is shown when the battery level goes below the tripping point of 2.75 v for the first time. The battery voltage measured via clinician programmer was 2.87 v. The day prior to this message, there was a long session of about 8 hours with continuous time domain streaming (sensing). The sensing programmer was disconnected, voltage was checked, sensing programmer connection was re-established, but the message was still present and sensing was not available. Stimulation was never activated and service life was ok, but extensive loop recording in time domain has been active. Streaming was done only during surgery, for ~5 min during a hospital visit and the 8 hour session the day prior to the issue. The health care provider (hcp) did not expect to get to the sensing tripping point based on the battery voltage trend and believed the device depleted early. Because the battery level was above the sensing trip point, and there was no evidence of the voltage going below it, the depletion was believed to be premature. At the time of this report, there was no clear estimation of the amount of time with ins sensing enabled in loop-mode. As the ins functioned for therapy and could provide stimulation if needed, no interventions were planned at the time of this report, and the event was unresolved.